Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0hz1f, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient received good therapy until having knee surgery in (B)(6) 2015. It was confirmed that the implantable neurostimulator (ins) was turned off prior to knee surgery and then turned back on afterward. She did not have therapy control immediately after surgery. She was reprogrammed on (B)(6) 2015 with three different programs which controlled her tremor. However, she then had a loss of therapy again on (B)(6) 2015. The event was considered a sudden change. Impedances were measured and were all within normal range. The cause of the loss of therapy in october was not determined. The patient was brought back to the clinic on (B)(6) 2015 for reprogramming and the device was checked with a manufacturer representative (rep). She was reprogrammed with three new groups, which reduced her tremor. She was also given a script for a CT scan of her head. The loss of therapy had been resolved. The patient's indications for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported the etiology was updated to indicate the event was not related to the implant procedure. Additionally, the event was noted to not be due to programming. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3387s-40 lot# va0hz1f implanted: (B)(6)2014 product type lead product ID 3708660 (B)(4) implanted: (B)(6)2014 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremors and movement disorders. It was reported that the patient experienced worsened tremor control following a knee replacement surgery in (B)(6). The device was interrogated on (B)(6)2015 (battery impedances, normal) and the patient was reprogrammed achieving good temporary tremor control. The device was interrogated again on (B)(6)2015 (battery impedances, normal) and the patient was reprogrammed. The device was interrogated and the components were examined on (B)(6)2015 (battery impedances, normal), and the patient was reprogrammed. On (B)(6)2015, a head CT scan was performed that had normal results. Three additional device interrogations (all normal results) and reprogramming sessions were performed on (B)(6)2015, (B)(6)2015, and (B)(6)2017. The device was reprogrammed once more on (B)(6)2016 before the outcome was considered unresolved with no further action planned. The etiology was noted as possibly related to the device/therapy and unlikely related to the implant procedure; an etiology of "other, unknown" was noted. No further complications were reported/anticipated.